Event description:
A physician successfully positioned and deployed two xact stents into the right internal carotid artery/common carotid artery. The pt was discharged to home. Pre and post the stenting procedure, the pt had atrial tachycardia. The pt was admitted for overnight observation for chest pain. The pt was discharged the following day. The pt was sitting up in a chair at home and expired. The immediate cause of death: end stage congestive heart failure, atherosclerotic cardiovascular disease; other significant conditions contributing to death: intermittent small strokes.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.